Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped while inflating. The balloon lost pressure during patient use. The device was removed and replaced. Hemostasis was achieved with another unknown mynx control device. There was no reported patient injury. An unknown cordis 6f brite tip sheath was used with the device. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The device was stored per labeling. The user is trained to the device. The was device opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open and syringe attached to the device. The sealant remained in manufacturing position exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2223602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped while inflating. The balloon lost pressure during patient use. The device was removed and replaced. Hemostasis was achieved with another unknown mynx control device. There was no reported patient injury. An unknown cordis 6f brite tip sheath was used with the device. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The device was stored per labeling. The user is trained to the device. The was device opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2223602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.